Event description:
The physician was trying to place a spm14-12-06b paramount xs in a right renal artery through a 8fr guide over a .018 wire, stent dislodged. The stent was retreived using a snare. The physician finished the case using a guidant herculinkstent. The patient suffered no ill effects from this incident. The device was discarded by the hospital.